Manufacturer narrative:
A spacelabs healthcare field service engineer (fse) was dispatched to evaluate the reported issue. While onsite the fse attempted to gather additional information about the reported issue, but the staff was unable to provide any specific details such as the date or time of the suspected missed alarm. The fse tested the telemetry equipment used during the reported event and verified proper functionality, including both audible and visible alarms. The fse also attempted to collect logs from the xhibit central station to be reviewed as part of this investigation but was denied access due to the hospital's electronic data policy. Although the telemetry system operated according to specifications when tested onsite but an fse, the suspected failure to alarm could not be further investigated without the date and time of the event should any additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56.

Event description:
Spacelabs healthcare was notified that the xtr system did not alarm when the patient's heart rate exceeded 140 beats per minute (bpm). There is no patient or user harm reported with this event.